Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently depleting rapidly which resulted in the pump shutting down. Additionally, it was reported that the battery gauge was observed to be intermittently fluctuating. The customer¿s blood glucose (bg) was approximately 500 mg/dl; a manual injection and bolus via the pump was administered to address bg level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.